Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported that she had a magnetic resonance imaging test and forgot to take the insulin pump off and now is receiving a motion sensor test failure alarm. It was unable to perform the displacement test because the device could not be rewound and keeps alarming. Blood glucose value is 204 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.